Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. External visual inspection of returned material revealed exposed frayed wires on the power supply. A golden power supply cord was used to power on the i3 unit and complete all further testing. Unit passed all signal acquisition frequencies in diagnostic test including accuracy/noise and distance/home. Problem of finding physical damage (exposed wire) of the power supply was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified.

Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power supply of the device.